Event description:
The customer reported that they heard a loud pop and the system shut down; now it will not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reset a tripped circuit breaker. The system operates as intended.